Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive when pressed. The contrast button was found to be unresponsive. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow, and ok keypad buttons had been intermittently unresponsive and required multiple button presses to elicit a response. It was noted by the reporter that the contrast button was unresponsive and the keypad symbols were worn. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.